Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation as all samples met specifications. 4 retained tubes from the same lot number were therefore, drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced oil gel globules. The following information was provided by the initial reporter. The customer stated: after one centrifugation cycle, the red blood cells are separated from the plasma but the gel is on top of both components.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced oil gel globules. The following information was provided by the initial reporter. The customer stated: after one centrifugation cycle, the red blood cells are separated from the plasma but the gel is on top of both components.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.